Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2017 with the following findings: during investigation, there were call service 052, 054 and 056 alarms in the pump history. The pump powered on with the display remaining blank. The pump case was found to be cracked. The pump was opened and there was moisture damage found on the printed circuit board. The blank display as due to moisture damage.